Event description:
It was reported that the maryland bipolar forceps instrument ceramic portion burnt during a da vinci prostatectomy procedure. The instrument was pulled out and checked, no visible damage was noted. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the yaw pulley exhibited signs of arcing between the two grips. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .052 - .179 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.